Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A return material authorization (RMA) was not issued for return as the customer reported that the instrument was disposed; therefore, failure analysis cannot be performed. The logs show the sureform 45 stapler was installed on the system 12x and fired 12 reloads (3 green, 3 blue, 2 green, 4 blue, in that order). On installs 1-3, 7, 8, and 12, the first clamp was successful, and each firing was completed with one pause for compression. On installs 4-6, 9, and 11, the first clamp was successful, and each firing was completed with no pauses for compression. On install 10, the first clamp was aborted by the user at about 53% completion. The next clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs. There is no replacement stapler seen as being used in the logs or tool table.

Event description:
It was reported that after a da vinci-assisted esophagectomy transthoracic-chest anastomosis surgical procedure, the sureform 45 stapler instrument fired but pushed all staples in front of the knife. They replaced the stapler, and the rest of the stapling went well. No patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details had been received.